Manufacturer narrative:
Age at time of event: "middle aged". Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04275. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The first transseptal puncture (tsp) was very anterior. They lost the access and after the physician reassessed he redirected to cross inferior/posterior. The watchman® access system (was) was then advanced. An appendogram was performed and the outline of the laa was drawn on the screen. The was positioned. A 27mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. The device was partially recaptured twice, each time it had been deployed too deep per the transesophageal echocardiogram (tee). The device was deployed again. Before they could administer additional anesthetics, a drop in blood pressure was noted. The 4 chamber view on echo revealed a new effusion was present. They assessed the device and it passed criteria, therefore it was released. After release, the patient¿s pressure was still low. Pericardiocentesis was performed and the patient¿s blood pressure returned to normal within five minutes. They drained 345cc from the patient and auto transfused back. After another 5 minutes no effusion was noted on tee. The patient remained stable and was transferred to the intensive care unit overnight for monitoring. The drain was left in place with very minimal drainage noted.